Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at rated burst pressure for 10 seconds, however the balloon ruptured before reaching the rated burst pressure. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.